Event description:
During a hip replacement the pistol grip cable tensioner slipped and would not hold the cable when squeezed. The surgeon did not have another tensioner to use. The surgeon continued to use the complained device, even though it was slipping repeatedly, until the procedure was completed. There were no further problems. Patient is reportedly recovering well. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the three receipts of this lot were released 3/30/2012, 4/4/2012, and 5/31/2012. Pioneer surgical technology manufactured the cable tensioner with pistol grip, p/n 03.221.015, and lot number p117587. The suppliers certificates of compliance indicate the parts were manufactured to p/n 03.221.015 and met the required specifications. The three receipts of this lot were inspected to the synthes, incoming final inspection sheet. An ncr was documented for holes in the packaging of 3 pieces of the 13 inspected. The 3 pieces were returned to the supplier and the ncr was closed 3/30/2012. The three receipts of this lot were released 3/30/2012, 4/4/2012, and 5/31/2012. Placeholder.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Results reported that the tensioner was tested three times in an inline configuration in accordance with work instruction (B)(4). The results were (B)(6). All tests results meet specifications. A manufacturing root cause could not be determined. Functional testing determined that the devise functions properly. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Cable tensioner with pistol grip. Part number reported as 03.221.017. The correct part number should be 03.221.015